Manufacturer narrative:
The event of lead explant and replacement due to lead migration was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report 3006705815-2021-04322. It was reported that lead migration issue was confirmed via x-ray causing rib stimulation. Patient denies any traumas or falls. Both leads were explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable.